Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization device and the product lidstock for evaluation. No definite signs-of-use were observed on the returned device. Visual inspection of the returned sample revealed that the guide wire coils were offset adjacent to the distal weld. During functional testing, this offset created resistance when being inserted into the cannula. No obvious signs of foreign material were observed. Analysis under uv light did not reveal anything definitive. The offset on the guide wire measured 3mm via calibrated ruler from the distal weld. The returned guide wire length measured 4 9/16" via calibrated ruler, which was within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.39mmvia calibrated caliper, which was within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The needle cannula inner diameter (ID) measured 0.017" via calibrated pin gauge, which was within the specifications of 0.0165"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread a lab inventory guide wire through the needle cannula; however, the guide wire was able to pass. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).